Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer cannot recall the blood glucose reading. Troubleshoot was performed. Customer layed an item on the pump and after that alarm occurred. Customer had tried new battery but the display did not turn on. Customer stated battery compartment and battery did not have physical damages. The brand of the batteries customer was using were (B)(4). Customer tried new battery three times. Customer stated the screen had scratch. Insulin pump will not be returning for analysis.